Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related MFR numbers: 3008452825-2021-00081; 3005334138-2021-00081; 3008452825-2021-00083. During an atrial fibrillation ablation procedure, there was a pericardial effusion. The transseptal puncture proceeded without any issues, and the introducer was replaced with an steerable introducer. During radiofrequency ablation of the left atrium, the patient became hypotensive, and transthoracic echocardiography showed a pericardial effusion behind the right atrium and ventricle. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.